Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error with a red screen when powered on. The pump was non-responsive 45985 1864003. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error recorded in event history log. The reported problem was duplicated. When powering up the device, displayed constant alarm error code 45985. The defective microprocessor unit board was replaced as corrective action as this was the cause of the reported problem. The root cause of reported was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: catalog number: 21-2127-0104-01. Correction: d4: model number: 2120.